Event description:
Tourniquet placed on pt for excision of mass - r lateral knee. During case, tourniquet turned to 350, but pressure was not reached. After procedure, tourniquet was inflated and leak detected. Estimated blood loss managed with elastic bandage. No harm to pt. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.